Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due double counting and the field representative called for review of device data. Technical services (ts) noted they did not have visibility to the event however, noticed that smart pass was disabled due to a significant change in morphology. The device is programmed to primary 2x gain and the amplitude looked decent. Ts thought it could be due to bundle branch block (bbb). The field representative sent in the information from the event and confirmed it appeared to be intermittent bbb. Additionally, it was noted the patient had bradycardia. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due double counting and the field representative called for review of device data. Technical services (ts) noted they did not have visibility to the event however, noticed that smart pass was disabled due to a significant change in morphology. The device is programmed to primary 2x gain and the amplitude looked decent. Ts thought it could be due to bundle branch block (bbb). The field representative sent in the information from the event and confirmed it appeared to be intermittent bbb. Additionally, it was noted the patient had bradycardia. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.